Event description:
It was reported by svc report that the load wheel casting horn is broken. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load wheel casting horn.